Manufacturer narrative:
Continuation of concomitant: product ID 680r38 heart ring, implanted: (B)(6) 2015.

Event description:
It was reported that there was high thresholds on the right atrial (ra) lead. It was suspected that the atrial lead was damaged during a previous surgery. The lead was capped and replaced. No patient complications have been reported as a result of this event.